Manufacturer narrative:
(B)(4). One (1) expedium si 6x45mm extended tab top loading polyaxial screw [product code: 1797-32-645] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that the polyaxial screw tulip head had been disassembled from the polyaxial screw shank. The saddle (inner cap) was dislodged from the screw¿s tulip head. The hexlobe feature of the polyaxial screw also demonstrated deformation consistent with a driver distal tip not being fully engaged on the hexlobes. Minor damages were noted inside the saddle and around the bottom of the radius of the saddle. Noted damaged suggests that the tulip head was likely subjected to a higher than anticipated load resulting in the screw¿s tulip head becoming dislodged from the polyaxial screw shank. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the polyaxial screw¿s tulip head becoming disassembled from the screw shank cannot be positively determined. However, upon device evaluation noted damage suggests that the tulip head was likely subjected to a higher than anticipated load resulting in the screw¿s tulip head becoming dislodged from the polyaxial screw shank. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery to implant an expedium spine system to the l4-sai for the pelvic fracture was performed on (B)(6) 2016. After inserting the reported si approximation screw into the l4 pedicle, the surgeon tried to place a rod onto the screw head. However, the rod could not be fitted onto it. The surgeon checked the screw and found the bone screw was disconnected and protruding from the head. The screw was replaced with a new one, and the rod was successfully fitted. The surgery was successfully completed without further issues, but due to the event there was 30 minutes surgical delay. There were no adverse consequences to the patient.